Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-28, lot# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lead (lot no. Unknown) found that the #0 conductor was broken at the connector weld site. Conclusion code updated. Result code updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient fell down and the lead implantation part was damaged. A lead fracture was suspected as the impedance of the lead was high on the 0, 1, 2, and 3 electrodes. Measurements indicated 40,000 ohms or greater. As the electrode could not be used, the lead was removed partly by cutting about 4cm from the extension connecting part. Because the tip of the lead was implanted in the brain and there was a high possibility of adhesion, complete removal had a risk of intracerebral hemorrhage. Another product was not implanted at this point and treatment was discontinued accordingly. No further complications were reported as a result of this event.